Event description:
The customer reported the loss of cine/subtraction/vascular modes. There was no report of a pt or user injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine/vascular software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.